Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.1 of the mid height cubbies were failed. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 1.1 of auxiliary 1 was constantly failing. A field service engineer fse identified that the drawer rails were in poor condition, requiring drawer replacement on legacy half height cubie drawer. The fse replaced it. The customer had already been in discussion with the sales team regarding an upgrade using the enhance kit, as the main cabinet and auxiliary units were already configured in the pyxis bus format. The fse discussed the findings with the pharmacy manager. The fse replaced the pyxibus module controller board. The system functioned as intended after field service engineer repaired the issue.